Manufacturer narrative:
The cause for the (B)(6) result is unk. The customer declined service - no further action. No further eval of the device is required.

Event description:
(B)(6) results were obtained for a pt sample and confirmed using the advia centaur confirmatory assay. The physician questioned the result and the pt was redrawn. The result of the redraw was negative. The original sample was retested and the result was negative. Pt is a maternity pt. The baby was delivered and treated with igg. The mother was not treated as she was (B)(6). There was no report of adverse health consequences due to the discordant (B)(6) results.